Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered pelvic and vaginal pain, urinary tract infections, mesh erosion, vaginal infections, sharp abdominal pain, urinary retention, excruciating pain during intercourse, additional surgeries, unrelenting pain, urinary incontinence, bladder spasms, and painful urination. No further information has been provided.